Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was difficult to operate and was unable to attach as intended on 5 occasions before use. The following information was provided by the initial reporter: a patient brought 10 suspected defective products to the pharmacy, complaining that 1) he/she could not attach the pen needle properly; 2) he/she could attach the pen needle but could not inject the drug.

Manufacturer narrative:
H.6. Investigation: twelve open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent patient end of cannula was observed on five samples. No manufacturing related issues were observed. A clog test as tp700483 was carried out on the remaining seven samples and no issue were observed. No manufacturing related issues were observed. A clog test as tp700483 was carried out on the remaining seven samples and no issue were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm pro 14 bag 700 case jpx was difficult to operate and was unable to attach as intended on 5 occasions before use. The following information was provided by the initial reporter: a patient brought 10 suspected defective products to the pharmacy, complaining that 1) he/she could not attach the pen needle properly; 2) he/she could attach the pen needle but could not inject the drug.